Event description:
On (B)(6) 2025 the user reported that the ilet device would not unlock when attempting to slide to unlock. The user¿s blood glucose was not affected, and no hospitalization or medical treatment was required. The user was advised to perform a firmware update and monitor for persistence of the issue.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.